Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2024-02178 it was reported that the patient¿s ipg had flipped and twisted in the pocket resulting in communication issues and a broken lead. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the entire system was explanted and replaced to address the issue.